Event description:
It was reported that a malfunction code labeled as malf 16 occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, but the same malfunction code recurred, so they decided to send the customer a replacement pump. The customer planned to use manual injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The pump in question was under warranty, and a pump with updated software was shipped without requiring a signature upon delivery. Technical support confirmed the shipping address and provided instructions for both storing the old pump and returning it to tandem, which the customer understood and acknowledged.